Manufacturer narrative:
Approximate age of device ¿ 2 years. Review of the system controller log file confirmed several low speed advisory alarms and one pump stoppage event that occurred while the lvad system was operating on the power module. The replaced portion of the external driveline, measuring approximately 11 inches long, was returned for evaluation. Electrical continuity testing found all wires were electrically intact. The majority of the exterior of the driveline segment was covered in black rescue tape, and upon removal, small cuts were observed in the outer silicone sleeve; however, the clear bionate layer showed no areas of damage. Breakdown of the metal braided shield was observed along the entire length of the driveline segment. Visual inspection of the underlying wires revealed a breach in the insulation of the brown wire approximately 8 inches from the metal connector, exposing the inner metal conductors. High potential testing confirmed current leakage in this area. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the braided shield in this area. The black wire in this location appeared to be slightly kinked and showed evidence of abrasion marks, but was otherwise unremarkable. The brown wire represents one of the two redundant wires that comprise phase 2 of the three phase motor. If the exposed conductors of the compromised brown wire made contact with the braided shield while the lvad system was operating on the power module, the resulting electrical short to ground would have caused the reported low speed and pump stoppage events. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that during a clinic visit a review of the system controller history revealed multiple low speed operation alarms on (B)(6) 2016, and a pump off alarm on (B)(6) 2016. The patient was asymptomatic. Log file analysis by the manufacturer's technical services confirmed multiple pump stoppages and lvad speed decelerations below the low speed limit. The events occurred while the lvad system was connected to the power module. It was reported that x-rays and fluoroscopy of the driveline were unremarkable. On (B)(6) 2016, a distal percutaneous lead (driveline) replacement was performed. No further issues were observed and the patient was discharged.